Event description:
(B)(4). This spontaneous device-only case, reported by a consumer, who contacted the company to report a product complaint, concerns a male patient of unknown age or origin. The patient's medical history was not reported. Concomitant medications included an unspecified insulin. The patient received an unspecified insulin at an unknown dose, frequency and indication using a humapen ergo ii insulin delivery device, beginning on an unknown date. On an unknown date, while traveling, the patient was hospitalized due to uncontrolled glucose levels. Hospitalization dates were not provided. Specific blood glucose values and corrective treatment were not reported. The reporter believed that the humapen ergo ii may have been physically damaged during the course of traveling. The reporter noted that the patients physician thought that the humapen ergo ii may not have been delivering the complete dose due to damage sustained by the pen ((B)(4)/ lot 0605d05). At the time of the report, the patient was experiencing problems with device not dialing to zero. It was noted that the device dose dial remained at one. At the time of the report, the event outcomes were unknown. The device was returned and no longer in use. Upon inspection of the returned device, the device housing was cracked and broken, but the device met performance specifications. This report included an unknown suspect humapen device with an associated product complaint (lot information: unknown). The user, training status, general device duration of use and problem device duration of use were not provided. The device was returned on (B)(6) 2012. Update (B)(4) 2012: upon review of this case on (B)(4) 2012, the case was opened to update the medwatch fields. Update (B)(4) 2012: additional information received on (B)(4) 2012 from the global product complaint database added the device specific safety summary, lot number for the device, and the manufactured date of the device; the device was updated from an humapen unknown device to a humapen ergo ii; the improper use and storage was updated to yes and malfunction field to no; updated the medwatch and EU/ca fields; and updated the narrative.

Event description:
(B)(4). This spontaneous device-only case, reported by a consumer, who contacted the company to report a product complaint, concerns a male patient of unknown age or origin. The patients medical history was not reported. Concomitant medications included an unspecified insulin. The patient received an unspecified insulin at an unknown dose, frequency and indication using an unknown disposable humapen device, beginning on an unknown date. On an unknown date, while traveling, the patient was hospitalized due to uncontrolled glucose levels. Hospitalization dates were not provided. Specific blood glucose values and corrective treatment were not reported. The reporter believed that the humapen device may have been physically damaged during the course of traveling. The reporter noted that the patients physician thought that the humapen device may not have been delivering the complete dose due to damage sustained by the pen. At the time of the report, the patient was experiencing problems with device not dialing to zero. It was noted that the device dose dial remained at one. At the time of the report, the event outcomes were unknown. It was not known if the device was still in use. This report included an unknown suspect humapen device with an associated product complaint (lot information: unknown). The user, training status, general device duration of use and problem device duration of use, use status of the pen and return status of the pen were not provided. Update (B)(4) 2012: upon review of this case on (B)(4) 2012, the case was opened to update the medwatch fields.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
(B)(4). This is a downgrade report, which no longer meets the criteria for expedited reporting. No further follow-up is planned. Evaluation summary a patient's daughter reported that the patient's humapen ergo ii device was damaged while traveling and may not be delivering a complete dose. While traveling, the patient was hospitalized due to uncontrolled glucose levels. Investigation of the returned device (batch 0605d05, manufactured may 2006) found that the device met dose accuracy and glide (injection) force specifications. Evidence of excessive force due to field damage (device housing cracked and broken) was also observed. No malfunction was identified. Improper use and storage - there is evidence of improper use. The patient used the device that appeared to be damaged.